Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery cap was not returned with the pump and a test battery cap was used in the evaluation. On investigation, the pump powered up with the appropriate audible and vibratory functions. A crack was observed on the threads of the battery compartment. A leak test found the battery compartment was leaking at the location of the crack. Evidence of moisture intrusion was found in the battery compartment. The pump casing was opened and no additional moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, it was observed that the battery was corroded during a battery change. Patient noted the battery compartment was cracked and there was evidence of corrosion in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.